Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the ICD exhibited backup vvi operation. The patient was exposed to MRI previously. A device software download was performed successfully and the device resumed normal functions. The patient was okay.